Event description:
Surgeon tacked mesh to abdominal wall with absorbable tacks, removing echo ps positioning system from tacked mesh by pulling in normal fashion. The echo ps positioning system was delivered through 12mm operative port with laparoscopic grasper. While doing, surgeon discovered that a piece (approximately 4.5cm x 2cm) tore from the main body of the echo ps positioning framework landing on mesentery. Retrieval was done by surgeon immediately, with laparoscopic instrument. The torn piece was compared to the missing area on the main body of the positioning system(previously delivered) and determined by the surgeon that the entire torn piece was removed successfully causing no harm to patient.